Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during ablation of paroxysmal atrial fibrillation in a (B)(6) female patient using the thermocool® smart touch¿ bi-directional navigation catheter, the patient suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, after the physician ablated, first the pulmonary veins in the left atrium, coronary sinus and finally he ablated in the right atrium and while ablating in the right atrium appendage (raa), the physician asked to check if the heart was beating properly. He immediately suspected a tamponade and asked for an ultrasound check of the heart. Ultrasound confirmed the tamponade. Pericardiocentesis was performed to remove 150 ml of blood from the pericardium. The procedure was successfully completed. The patient required extended hospitalization as the patient remained in the hospital for unspecified duration for observation. No other complications were reported. The patient has fully recovered. The physician could not explain this complication. The blood removed from the pericardium was light red which suggested the right atrium. Also, the systolic pressure was not very low which suggest that the complication was managed very quickly. We checked the ablation data in the right atrium and nothing was really strange (no impedance drop, no high temperature, no steam pop etc...). The physician believed that the pericardial effusion was caused while placing the inquiry non steerable sheath (abbott) in the right atrium, right before they started to ablate in right atrium. Transseptal was performed using the 71 cm brk needle (st. Jude medical). Graph, dashboard, vector, visitag were used for force visualization. Visitag was used with the following settings: 3mm, 3s, 3g, 25% of the time, with no additional filters and ablation index for coloring. Irrigation was 17ml/min at the time of the event (normal for mapping phase). There was no evidence of steam pop. There were no errors on biosense webster equipment. This event will be conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initially, the lot number reported was "unknown"; however, the lot number was retrieved during the product investigation. Therefore, the d4. Lot has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction noted to 3500a follow-up #2 as the d4. Expiration date and h4. Device manufacture date were ¿blank¿. Therefore, have processed these fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that during ablation of paroxysmal atrial fibrillation in a 56 year old female patient using the thermocool® smart touch¿ bi-directional navigation catheter. During the ablation phase, after the physician ablated, first the pulmonary veins in the left atrium, coronary sinus and finally he ablated in the right atrium and while ablating in the right atrium appendage (raa), the physician asked to check if the heart was beating properly. He immediately suspected a tamponade and asked for an ultrasound check of the heart. Ultrasound confirmed the tamponade. Pericardiocentesis was performed to remove 150 ml of blood from the pericardium. The procedure was successfully completed. The patient required extended hospitalization as the patient remained in the hospital for unspecified duration for observation. No other complications were reported. The patient has fully recovered. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).